Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. It was not reported if the patient was hospitalized. The cause of the event, treatment details, action taken with dianeal therapy, and the patient's recovery status were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient was hospitalized for the previously reported peritonitis. At the time this additional information report was received; the patient had been hospitalized for four weeks for the previously reported peritonitis. Should additional relevant information become available, a supplemental report will be submitted.